Event description:
It was reported this was an article summary of 415 patients in which a mitraclip procedure was performed to treat functional mitral regurgitation (mr) from estimated date range of (B)(6) 2010 to (B)(6) 2022 with patients at a grade of 3+-4+. The article indicates the implanted mitraclip may have caused or contributed to mitral stenosis, recurrent mr, unchanged mr, prolonged hospitalization, and heart failure. Additional information can be found in the article titled, ¿outcomes of transcatheter edge-to-edge repair for atrial functional mitral regurgitation¿.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported heart failure, unchanged mr, recurrent mr, and mitral stenosis. Heart failure, unchanged mr, recurrent mr, and mitral stenosis are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled ¿outcomes of transcatheter edge-to-edge repair for atrial functional mitral regurgitation."